Event description:
The st. Jude medical representative reported that the ICD was replaced when oversensing was observed.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc. Crmd. H3. Evaluation summary. The skipped pacing pulse anomaly was not reproduced on the bench. The device was tested on the bench with resistive loads and no anomaly was detected. An automated test system test was performed and detected no anomaly. The device met all specifications. The strip charts that were supplied by the field were inspected and they showed the skipped pacing pulse intervals varied from strip to strip. The cause of the field anomaly was not determined. It is suspected that the anomalous pacing output was a result of noise that sense and detected as an r-wave, which event prevents the normal, on-time delivery of a pacing pulse and appears to delay the pulse until one pacing interval after the detected noise.